Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending section was damaged by physical stress applied during device handling by the user. The bending section rubber (a-rubber) may have been damaged by being pierced by broken part of the bending section during device handling by the user. However, a definitive root cause cannot be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use:" "urf-v2/v2r operation manual chapter 3 preparation and inspection" -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. "Urf-v2/v2r operation manual chapter 4 operation 4.1" -do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the uretero-reno videoscope was leaking and was found during reprocessing and maintenance. There was no procedural delay and the patient was not under sedation. The procedure was finished with another device. There were no reports of patient harm associated with this event. The device was returned and evaluated, and there was metal exposure on the bending section and bending section cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation, the customer¿s allegation was confirmed as the bending section cover had a leakage due to a pinhole. Additionally, the bending angle in the up and down direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.